Event description:
While on a patient the unit failed and had a high priorty alarm (unknown). The machine shut down. There was no patient injury. The 1618 board (power supply distribution) was replaced and the unit calibrated and tested within specifications. Alarms or settings are not known.